Event description:
On removal of the broviac, the technique used was to put gentle strain on the line to locate the cuff on the pt. The line slid out under this tension and the cuff remained in the pt. This was removed by dissection through a small incision.

Manufacturer narrative:
A complaint history review could not be completed since the lot number was not indicated. The complaint is inconclusive since the product will not be returned for evaluation.